Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system. The sample result did not correlate with a previously drawn sample. The sample in question was centrifuged at 3,500 rpm for 5 mins utilizing a fix angled rotor. The result was reported out of the laboratory. A third sample was obtained and the result was within expectations and correlated with the initial sample. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The customer is not centrifuging samples per the tube manufacture's insert recommendations. The tube MFR's insert requires a centrifuge time of 15 mins at a force of 2,000-3,000g. The field service engineer (fse) visited the facility and examined the system. The fse performed the acctni protocol guidelines for erroneous results. The fse noted all instrumentation hardware and functions met specifications. Although pre-analytical issues may have contributed to the event, clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.